Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the field service engineer of olympus (B)(4) found the error code appearing about the subject device at the user facility. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and the error code e103 which indicated the subject device broken was displayed. It was also found that the examination lamp of the subject device was not ignited, the emergency lamp lit up. Also olympus (B)(4) found that the failure of the power unit of the subject device which might cause these phenomena. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the results of the legal manufacturer's investigation, the probable cause of the issue was likely due to an accidental failure of a component of the power supply unit. Since it was not possible to light up the xenon lamp due to the power supply unit malfunction, the ignition error (e103) information was sent to the video controller and this error code was displayed on the monitor.